Manufacturer narrative:
Pentax medical will be providing supplemental information after follow up on the event. The device involved in this event is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us, which is considered a same model, is available in the USA with 510k number k190805.

Event description:
Pentax medical became aware of a report from a distributor in (B)(6) stating, " no image" involving pentax model ec38-i10cl/serial (B)(4). No further information was provided at the time of the report. The device was returned to pentax medical (B)(4) service workshop where the following was confirmed: image disturbances by angulation (with test pcb), no image (with original pcb). The cmos assy will be replaced.